Manufacturer narrative:
The incorrect statement regarding the manufacturer's investigation conclusion was provided in the previous report. Corrected manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction # (B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. The patient remains ongoing with the lvad device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 due to a cerebrovascular accident (cva). The patient had been ill for two weeks prior to presenting to the hospital and been sub therapeutic during that time and then was put on antibiotics after not eating for about 2 weeks. The patient missed their scheduled international normalized ratio (inr) check the week before and then upon presentation to the outside hospital emergency department (ed), the patient¿s inr was 10. The patient had 3d gated CT of the chest and CT of the head to diagnose brain bleed times 2. The patient had no vad associated symptoms; however, presented with headache for the past 2 days and blurring vision in the left eye. The patient was discharged home and scheduled to follow up with the vad clinic in 1 to 2 weeks. No additional information provided.